Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured and separated inside the patient, requiring a snare for removal. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery (pa). A 2mm x 40mm x 144cm coyote es was advanced for dilation. During the procedure, upon inflating the device, the balloon ruptured. Upon removal, the balloon got caught on the nodule and was separated inside the patient. All of the separated parts were able to be retrieved with a snare, so no fragments remained inside the patient. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that the balloon ruptured and separated inside the patient, requiring a snare for removal. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery (pa). A 2mm x 40mm x 144cm coyote es was advanced for dilation. During the procedure, upon inflating the device, the balloon ruptured. Upon removal, the balloon got caught on the nodule and was separated inside the patient. All of the separated parts were able to be retrieved with a snare, so no fragments remained inside the patient. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the ballon is separated 147.2cm from the hub. The guidewire lumen is separated 156.1cm from the hub and appears to have been stretched prior to separating. The distal end of the separated balloon and guidewire lumen returned in 3 pieces. There is multiple buckling along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the balloon and guidewire lumen is separated.